Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that they are experiencing pain in the upper part of their hip with the implant is located. This started about 2 months ago after they were getting in and out of an arm chair and thinks the ins was snagged on the arm chair. Patient stated it's an uncomfortable pain and it also feels warm. Patient stated the doctor hasn't been much help with this device. Troubleshooting was unable to be performed as issue needs to be addressed by a healthcare professional (hcp). The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.